Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose was elevated (278 mg/dl). Customer suspected the cause was an infusion site issue; however, this was not confirmed. Customer addressed the high bg by delivering a bolus via the pump and changing the infusion site. A partial system check was performed with tandem technical support and no issues were identified. Customer declined a complete system check with tandem technical support.